Manufacturer narrative:
Block h6. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Device code a1406 is being used to capture the reportable event of balloon spontaneous inflation.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on an unknown date. During use of the device, the patient experienced more pain and discomfort than usual, also the balloon was found to be hyperinflated. The balloon was replaced, which led to an improvement in symptoms. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Correction: b5 updated. Block h6 imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Device code a1406 is being used to capture the reportable event of balloon spontaneous inflation.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on an unknown date. During use of the device, the patient experienced more pain and discomfort than usual, also the balloon was found to be hyperinflated. The balloon was replaced, which led to an improvement in symptoms. Boston scientific has been unable to obtain additional information despite good faith efforts. Based on additional information received on august 05, 2025: this report is a duplicate from report number 3005099803-2025-01208.